Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 15mmx2.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 12atm within 10 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.